Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited less than a year on battery. This crt-d was explanted and replaced. No additional adverse patient effects were reported.